Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the alarm history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion or unexpected restart error tests due to the motor error alarms. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a crack on the display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that the alarm erased and she still can't get it resolved. Customer stated that she was in the process of changing out the infusion set and while doing the fill tubing, she received the motor error alarm. Customer stated that the drive support cap appears normal. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to return the pump with the battery and zero out the basal rates.